Event description:
It was reported that the patient had an ultrasound and a CT scan approximately 40 days post index procedure. The endoleak was still present. The physician decided to proceed with implantation of an endurant aui via the right side to reline the stent grafts. A talent occluder was used in the left cia. A fem-fem crossover was then performed. The surgery took place seventeen days later. There was an unknown endoleak (type I/ii) present at final angiogram. The graft was ballooned a total of 3 times and the endoleak lessened but was still present. The surgeon stated that the endoleak was small so the physician will monitor the patient.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).